Event description:
It was reported that the customer received a low battery alert as well as a failed battery test alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occured. Advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.